Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. (B)(4)approximate age of device: 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient noticed an increase in pump power during the day and then experienced pump stops during the night. An ungrounded patient cable was requested and issued to the patient. The patient reportedly was asymptomatic at the time of the events. A system controller data log file was provided for review. The log file captured four occurrences of the pump slowing down and then coming to a stop; one event occurred on (B)(6) 2015 and three events occurred on (B)(6) 2015. The issues appear to only occur while the vad is connected to the power module. This type of behavior has been linked to potential issues with the driveline. It was reported that the patient's surgeon has decided not to intervene yet and to have the patient listed as high-urgent for transplant.

Manufacturer narrative:
The report of pump stoppages was confirmed based on a review of the submitted system controller log file data; however, a cause of the recorded alarms could not be determined. Based on the manufacturer¿s experience from similar reported events, the recorded events appeared consistent with a potential percutaneous lead (lead) issue. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on vad support using an ungrounded power module patient cable and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.